Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal aortic extension on (B)(6)2022. At the (6) months follow up, aneurysm enlargement of an unknown amount was observed. At the one year follow up the aneurysm was found to have enlarged by 5mm; however, a 4d computed tomography (CT) was unable to determine the source of the aneurysm enlargement. Reference MDR # 3011063223-2024-00021. On (B)(6)2024 an open surgical procedure performed. During the procedure a type 3a endoleak between afx2 bifurcated stent graft and the suprarenal aortic extension was confirmed; however, the stent grafts were not separated. Additionally a type 3b endoleak originating from 10-15mm below the proximal edge of the bifurcated stent graft was confirmed. The physician elected to explant the stent grafts and replaced them with synthetic vessels.

Manufacturer narrative:
The device involved in this event has been explanted and expected to be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device has not been returned.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The explanted device was returned for evaluation. Endologix conducted a thorough assessment of the returned afx2 bifurcated stent graft and the proximal portion of the vela. The devices were securely packaged in a box, and transported in a biohazard containment bag for safety. Prior to evaluation, the devices underwent a decontamination process to eliminate any potential contaminants. Upon reviewing the procedure video at the 11:10 mark, a small leak was detected near the bifurcation. A subsequent visual inspection of the afx2 bifurcated stent graft revealed a minute puncture in the same location. This observation is consistent with the characteristics of a type iiib endoleak. Additionally, it was noted that the connection between the bifurcated stent graft and the vela suprarenal was slightly loose. A similar inspection of the vela revealed no significant findings. The reported event of a type iiib endoleak was confirmed. The root cause of the damage remains undetermined. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak, the type 3a endoleak (poor apposition) and surgical conversion with explant are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also determined sac growth of 5.2mm occurred that was not in the event as reported. The sac growth was discovered during a review of the CT scan dated (B)(6) 2023. Device, user, procedure and anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h10/h11: addtl mfg narrative has been updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The explanted device was not returned for evaluation, therefore an evaluation could not be completed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak is confirmed. The type 3a endoleak and explant are unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment also determined sac growth of 5.2mm occurred that was not in the event as reported. The sac growth was discovered during a review of the CT scan dated 11/15/2023. Device, user, procedure and anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The explanted device was returned for evaluation. Endologix conducted a thorough assessment of the returned afx2 bifurcated stent graft and the proximal portion of the vela. The devices were securely packaged in a box, and transported in a biohazard containment bag for safety. Prior to evaluation, the devices underwent a decontamination process to eliminate any potential contaminants. Upon visual inspection of the afx2 bifurcated stent graft, no punctures were observed. It was noted that the connection between the bifurcated stent graft and the vela suprarenal was slightly loose. A similar inspection of the vela revealed no significant findings. Since no punctures were observed, the reported event of endoleak type iiib could not be confirmed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak, the type 3a endoleak (poor apposition) and surgical conversion with explant are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also determined sac growth of 5.2mm occurred that was not in the event as reported. The sac growth was discovered during a review of the CT scan dated (B)(6) 2023. Device, user, procedure and anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b6: relevant tests and lab data has been updated. D9: device available for eval has been updated. D9: date received has been updated. G3: awareness date has been updated. H3: device evaluated by mfg has been updated. H3: device ret to mfg for eval has been updated. H3: reason device not eval-other has been updated. H6: investigation type codes - remove code 4114.